Manufacturer narrative:
Visual analysis of the returned device identified broken shell and missing shell. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a striated edge opening consistent with use of a surgical tool. Based on the device analysis the final assessment was a striated broken edge on anterior side assessed as surgical damage, and (0-25%) shell missing assessed as inconclusive.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is capsular contracture baker grade iii.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii. Device remains implanted.